Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed an fco81 pre-test, active exhalation verification; pilot: difference. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) need to be replaced to address the issue. Fco81 follow up repair quotes requested. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed an fco81 pre-test, active exhalation verification; pilot: difference. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) need to be replaced to address the issue. Fco81 follow up repair quotes requested. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance, and the device failed the pre-test, active exhalation verification; pilot: difference. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The device passed all testing and meets the specification for the performed service and is returned to use. Additionally, the solenoid valve and proportional valve were returned to riql for an active exhalation verification test failure at service. This failure is being further investigated by the manufacturer, and no further evaluation of the parts is required at this time. Box h coding was updated.